Event description:
"Three broken croycyte containers from a patient lot of 4 frozen containers. There were no donor/technician issues. There is no sample available for eval as it is stored as a backup. Problem was noted after storage, which was in vapor phase and duration of storage was for 1 month. The patient did not receive the product implicated in the incident. The patient did have enough stem cells for graftment. The patient was remobilized and recollected after high dose chemotherapy. A total amount of 2.5 x 10^6 cd34 cells was collected as a stem cell dose for transplantation after second cycle of high dose chemotherapy. On event date, 1 bag containing 4.2 x 10^6 cd34 cells was transplanted, 3 other bags were broken and again stored as a backup. Bags were filled with 99ml product. Cryopreservation and storage was performed in metal cassettes, cryopreservation in controlled rate freezer, storage in vapour phase of liquid nitrogen."